Event description:
It was reported that this right atrial (ra) lead exhibited intermittent high within normal limits impedance measurements. (B)(6) technical services (ts) discussed programming options with the health care professional (hcp). The device remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).